Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. .

Event description:
The customer¿s mother reported via phone call that that they had a high blood glucose level of 443 mg/dl. They changed the whole infusion set and their blood glucose went down to 300 mg/dl. They had been treating with manual injections. They did not have the insulin pump at the time of the call. Troubleshooting was not performed. The device will not be returned for analysis.